Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. While passing the needle through stomach tissue, the needle broke in half. Nothing disengaged into the patient cavity. The broken half of the needle was retrieved with a lap hand instrument. To correct the issue, another suturing device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.